Event description:
Additional information received indicated the noise resulted in oversensing.

Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.